Event description:
It was reported that a death occurred. A 38 x 3 promus select drug-eluting stent and a 32 x 3 promus select drug-eluting stent were successfully deployed in the left circumflex (lcx) artery. The procedure was completed successfully and the patient was shifted to the post cath care unit. The patient's condition deteriorated and they were put on ventilator, but they were not able to survive. There is no other information available regarding the patients medical history or concurrent medical conditions.